Manufacturer narrative:
A medtronic representative tested the imaging system discovered a loose connection to the atp board and that the batteries required replacement. The medtronic representative replaced the batteries and re-connected the atp board to resolve the issue. The imaging system then passed the system checkout and was fully functional. Suspect batteries were discarded on-site.

Event description:
A medtronic representative reported that the imaging system was damaged and required replacement of the atp board. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.